Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. One haptic was broken with a portion retained in the insertion area. The optic was cracked on the edge. The lens was cleaned with klrp (klotho-related protein) for further evaluation. Long, narrow scratches were also observed on the posterior surface of the optic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. The company lens model is only qualified for use in the company cartridges. Photo was provided. The photo shows lens anterior surface up, outside of the lens case. Viscoelastic was observed on the lens. One haptic was broken inside the haptic insertion area. The reported haptic damage was observed. The optic was also damaged on the edge and had long, narrow scratches on the posterior surface. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The company lens model is only qualified for use in the company cartridges. The IFU (instructions for use) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported during the intraocular lens (iol) implant procedure, a breakage of the intraocular lens haptic was observed. An immediate exchange for another intraocular lens was requested, and the procedure was completed on the same day with no patient harm. Additional information has been requested and received stating that there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).